Manufacturer narrative:
G4: 11may2020 b4: (B)(6)2020. H11: b5: problem description: the customer reported that the a battery failure was indicated and the unit will alarm, showing no battery even when the battery is connected. The fse (field service engineer) confirmed that the unit would alarm indicating no battery despite the battery being connected, but the alarm would turn off after a few minutes of operation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06oct2020. B4: 07oct2020. The replaced power management (pm) printed circuit board assembly (pcba) was received for internal failure analysis. The reported problem was not able to be replicated during testing. All alarms and light emitting diodes (leds) operated normally under all conditions. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28apr2020.

Event description:
The customer reported a battery failure. The device was not being used for treatment when the reported event occurred and there was no patient involvement. The fse (field service engineer) confirmed that the unit would alarm indicating no battery despite the battery being connected and also would shut off at random times. It was also found that the cooling fan mount was out of place. The service technician replaced the power management, printed circuit board assembly (pm pcba) and the reported problem was resolved. The cooling fan housing was reseated to resolve the cooling fan issue. The ventilator was calibrated successfully and passed all required testing.